Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications. Also, performed bicarbonate buffer test and sensor failed with high readings.

Event description:
Customer reported via phone call that they received a sensor and blood glucose readings are off. Customer states that their blood glucose reading is 322 mg/dl.